Manufacturer narrative:
(B)(4).

Event description:
It was reported to nuvectra that the patient experienced communication issues with the stimulator and external devices. Troubleshooting was performed with no success. The stimulator will be explanted on (B)(6) 2020.